Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the compressor was unintentionally going into standby mode. Our field service engineer investigated the reported compressor on site. The stand by valve has been replaced to resolve the issue and sent back for investigation. The returned standby valve has been tested in a compressor. It was possible to reproduce the reported issue. The compressor was connected to a ventilator. During ventilation when the compressor went to stand by, the ventilator alarmed for high o2 concentration as the air delivered from the compressor was stopped due to the defective standby valve. A similar investigation was performed on many standby valves with the same issue was concluded as the following: no clear root cause identified. However two potential causes have been found based on the performed investigation in the CAPA. List of potential root causes: 1. Particles in the standby valve, such as brass residuals . 2. Worn out rubber sealing. In this case it was noticed that the rubber sealing was worn out. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, the ventilation will stop. Alarms will be generated.

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient involvement. Manufacturer's ref #: (B)(4).